Event description:
When dr attempted to change the needle, the cannula would not retract separately from the stylet. The stylet does not remain extended but instead moves with the cannula. Rep is returning this failed needle for evaluation. This is probably from lot 1762/99. On two other occasions: the core was captured, but upon charging once to expose the biopsy sample, the outer cannula caught on the stylet briefly before retracting, causing the stylet to reverberate and throw the specimen onto the wall or floor. In these two incidents, the patients were hepatitis-c positive and the technician disposed of the needles, instead of saving for evaluation by the manufacturer. The two incidents where the needles were disposed of are from lot 1762/99.